Event description:
Procedure: lap cholecystectomy. According to the reporter: the cystic duct was too big to use clips, so they decided to staple across the cystic duct using a 45 purple reload. The reload fired normally and it appeared that it stapled, then the doctor who was assisting starting seeing bile come out of the staple line on the cystic duct side. As they looked closer, they realized that it did not fire on one side and was completely open. They immediately had to open the patient to complete the surgery. From what they could tell, it looked like the reload did not fire on one side. Current patient status: the patient is doing well (e.g. Condition of tissue). Surgeon reported that there were staples that fell out, so it fired but it did not go through the tissue of the cystic duct. No unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss, no tissue damage, no unanticipated blood loss of more than 250cc. No delay over 30 minutes. No device fell in patient cavity and no device fragment left in patient. Product will be returned for investigation. They did not have the lot number for the reload. They saw fired staples on the cystic duct side but not in tissue, the lumen was open. There was poor staple formation on the cystic duct side. The staple line did not hold on the cystic duct side. No reinforcement material used in conjunction with the stapling device. No additional patient information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).